Event description:
The sales rep reported that the doctor programmed the chpv to 140mmh2o and used the manometer to test the shunt patency flow prior to implantation. After the valve was flushed and hooked to the manometer, they found that the fluid would not move at all at the 160-180mm level on the manometer. So after a period of time, they opened another 82-3136 and were able to proceed successfully. It too stopped but eventually flowed at the appropriate rate. The surgery was not delayed for more than 30 minutes.

Manufacturer narrative:
Please be advised that per the new matrix on (B)(4) 2013, this file is being reported as a malfunction. Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. It is possible that the problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure which activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer however this could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.